Manufacturer narrative:
Twenty-eight potential false reactive samples (negative with lab corp (B)(6) total and lab corp (B)(6) igm assays) which had been tested with lot number 73336li00 or lot number 73427li00 at the customer site were sent to a neighboring hospital (B)(6) where most tested reactive with lot number 73145li00. A review of the architect isr56029 instrument logs shows high variances for negative control values with reagent lots 73336li00 and 73427li00. A review of tickets determined that there is normal complaint activity for the lot numbers and there are no trends identified for the complaint issues (specificity, sensitivity and control performance). Twenty-eight specimens were received by abbott in (B)(6) and tested with retained kits of lot numbers 73336li00 and 73427li00 and with biorad monolisatm total anti hav plus and vidas anti-hav total as reference tests. The results generated reproduced the customer's observation of false reactive results. Sensitivity and specificity testing was performed with retained kits of lot numbers 73336li00, 73427li00 (specificity and sensitivity) and 73145li00 (specificity only) and results did not indicate that the specificity or sensitivity performance of the lots is negatively impacted. Furthermore, the clinical sensitivity was evaluated by testing one commercially available seroconversion panel from biomex (B)(6) with lot numbers 73336li00 and 73427li00 and the lot numbers detected the same bleeds of the seroconversion panels as reactive with comparable s/co values. Historical performance of the architect (B)(6) assay was evaluated using world wide data from abbott link. This evaluation indicated that the patient median results for lots 73336li00, 73427li00 and 73145li00 were within the established control limits and no unusual reagent performance was identified. A review of the manufacturing documentation did not identify any issues associated with the customer observation. A review of product labeling concluded that the issue was sufficiently addressed. Based on the investigation no product deficiency was identified for architect havab-g, lot numbers 73336li00, 73427li00, and 73145li00.

Event description:
Hold for lois 08/07/2018

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Additional information: patient identifier; multiple = sid (B)(6); and one patient with numerous sids ((B)(6)).

Event description:
The customer reported false architect havab-g results on 7 patients. The results provided were: sid (B)(6) = 0.95 / 0.92 (<1.00s/co = (B)(6)) / 1.77 (>/=1.00s/co =(B)(6)); (B)(6) =1.06 / 1.05 / 1.11; (B)(6) = 1.01 / 0.98 / 0.95 / 1.05; (B)(6) = 1.05; (B)(6) = 1.10; sid (B)(6) = 1.83; all patients tested negative for total (B)(6) at (B)(6). One additional patient had 6 tubes drawn ((B)(6)). The results provided: sid (B)(6) = 0.95 / sid (B)(6) = 1.06s/co / sid (B)(6) = 0.97 / sid (B)(6) = 2.86s/co. The customer centrifuged and then repeated testing: #(B)(6) = 1.77 /#(B)(6) = 1.11 / #(B)(6) = 1.32/ #(B)(6) = 2.07. A fifth tube from the patient was also run = 1.72 / repeated = 0.98s/co. There was no reported impact to patient management. There was no additional patient information provided.